Event description:
It was reported that, a 980 ventilator failed the power on self test (post) and generated a battery error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found that the battery was not pushed in when the ventilator was turned on. The se installed the battery correctly, performed extended self-testing on the device and all tests passed.